Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A facility representative reported that patient had blurry vision. The lens was exchanged for an unknown advanced technology intraocular lens (atiol) after the initial implant procedure. Clinical reason was mechanical complications of iol. Additional information received stating that lens was replaced with company lens with different model and diopter.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis and the reported complaint cannot be confirmed. An intraocular lens (iol) exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. The company 17.5 diopter lens was exchanged for a company 23.0 diopter lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).